Manufacturer narrative:
(B)(4) g2: foreign - event occurred in south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Upon final tightening, the surgeon noticed that the thread of the screw was damaged and stuck out like a wire. He removed this piece with pliers then felt over the plate with his thumb when a small piece poked his finger enough to bleed. The surgeon showed immediate concern that the patient could be hiv positive. He had to stop surgery to wash his hands with alcohol and get new gloves. He requested that the anesthetist draw blood for confirmation. After the surgery, the surgeon had to do an hiv test as well and follow the hospital protocol for potential arv treatment. The screw remains implanted, and the screw thread was discarded.